Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left video assisted lower lobectomy, a suction catheter was partially inserted into the left bronchial tube of the double lumen endotracheal tube to suction the air out of the lung and then removed. As it was filling back up during the surgery, it was reinserted to optimize surgical conditions. When it was time for the surgeon to deploy the stapler to transect the bronchus, the surgeon unknowingly stapled across the suction catheter. When it was time to begin ventilating the left lung again, an attempt was made to remove the catheter, but resistance was encountered. The attending anesthesiologist was notified, who the attempted to remove it. Then, the surgeon was notified of the resistance. The surgeon performed a bronchoscopy through the tracheal lumen and then using force removed the suction catheter. It was determined the tip of the catheter was missing. Searched for it using bronchoscope and also the laparoscope, but could not find any evidence of it remaining. It was suspected to be in the resected portion of the lung, which pathology confirmed. The surgeon then resected another small portion of the bronchus to ensure there was none in the staple line.